Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately four months later, computerized tomography-abdomen without contrast was performed which showed that an inferior vena cava filter extended through the wall of the cave abutting l3 in the adjacent surrounding tissues, which might be a source of pain abutting the spine at l3. After two months, the patient presented with more back, hip and knee pain. After five days, inferior vena cava filter removal scheduled. Percutaneous right internal jugular vein approach for diagnostic and completion inferior vena cavogram followed by inferior vena cava filter removal was performed. Through a cook inferior vena cava filter retrieval system was advanced first with its sheath through the #16-french. Through the sheath a diagnostic inferior vena cavogram was performed that demonstrated no evidence of filling defect in the cava or within the confines or above the filter itself. There were several branches emanating from near the legs of the filter but there was no extravasation. The #16-french sheath was then positioned just above the filter, the cook retrieval loop wire was used to engage the bard retrievable filter hook. The cook #10-french sheath was then advanced over the hook onto the early portion of the filter and then the #16-french sheath was advanced to capture the legs of the filter. The filter disengaged from the inferior vena cava easily without undue force and was retrieved intact, free of clot, through the #16-french sheath. Two completion inferior vena cavogram's were performed that demonstrated no extravasation and no iatrogenic injury to the inferior vena cava. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 02/2015).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated through the inferior vena cava wall abutting the spine at l3. The device was removed percutaneously. The patient experienced back pain; however, the current status of the patient is unknown.